Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported as a group of unspecified cartridges causing scratches on intraocular lenses (iol)s has now been updated with specific lot information and details. The scratches are formed as the iol passes through the cartridge during lens implantation. A linear defect in the surface of the iols of varying length and depth are localized in the paracentral zone of the lenses. The lenses all remain implanted with no affect on the patients' visions. Sixteen total events are being reported, but there is no indication as to how these sixteen are split among the provided lots. This report is created as a follow up on the original nondescriptive report and will now identify with the first of four lot numbers provided.

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that he has ongoing issues of cartridges scratching intraocular lenses (iol). There is no reported patient impact. Additional information was requested.